Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported via phone call customer hospitalization due to low blood glucose. Customer's blood glucose level was 20 mg/dl. Customer's friend advised the active insulin did not stop the customer from doing a bolus. Customer has gastro paresis and when they ate hot dogs, their blood glucose was 310 mg/dl. Customer's friend advised the insulin pump gave to much insulin compared to what the customer ate. Customer had a hypoglycemia event which caused the low blood glucose levels.